Event description:
It was reported that (1) lcsb5 device was used during laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon did not think that this particular lcsb5 was coagulating effectively. When activated on the infundibular pelvic ligament at the beginning of the case. A second lcsb5 was opened and the case was completed without pt consequence.